Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the metaglene and glenosphere. It was also noted, the locking screw in the glenosphere was broken and the metaglene was malpositioned.

Manufacturer narrative:
No device associated with this report was received for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.